Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead (serial # (B)(4)) found no anomaly.

Event description:
A healthcare provider and a manufacturer representative reported that the doctor could not get the lead to steer despite switching stylets. This was the second lead of a dual lead implant. There was no mention of any difficulty with placing the first lead as far as patient anatomy or scarring. A percutaneous lead introducer kit was offered to the physician but they did not want to use it. These issues occurred during a trial procedure. After several attempts to steer and advance the lead, they opened up another lead for the trial and the lead was placed without an issue for the trial. There were no patient symptoms reported. The issue was considered resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.